Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set cannula crimped event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for eight hours. The patient replaced infusion sets and resumed insulin successfully. No further information was available.